Manufacturer narrative:
Device evaluation: receive for analysis was one .014¿ cougar guide wire (B)(4) reportedly lot# g15a01745. As received the wire is coil wrapped in a bio bag, no original packaging. The distal tip of the wire is broke off. There is a kink located 69cm from the distal bond. The wire is stretched and pulled apart at the distal bond joint. The ribbon is approx. 2cm in length from the distal bond indicating the distal tip, and a portion of ribbon and coil wire are missing. The proximal bond joint and hypotube joint is intact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that a cougar wire became caught on a successfully deployed stent located in the ramus. The cougar wire fractured and a fragment of the cougar remained in the patient. No damage was noted during inspection of the cougar wire. When the cougar wire was being removed, resistance was felt. The wire became caught on the stent and was fractured when an attempt was made to remove it. The wire fragment could not be retrieved. It was stented over by a bare metal stent. No additional patient issues were reported.